Manufacturer narrative:
(B)(4). The (B)(4) interface is used to deliver humidified oxygen to patients. The (B)(4) consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint (B)(4) nasal cannula was not returned to fisher & paykel healthcare (fph) as it had been destroyed by the hospital. Following notification of this incident, an fph product manager made several attempts to set up a meeting with the reporter to obtain further information and offer further product support. To date we have not received further information about this incident. Based on a photograph supplied by the hospital, it appears that the prongs have pulled slightly away from the manifold. The prongs are firmly attached to the manifold but may be detached from the manifold in order to reposition the tube to the other side of the patient's face. Without the cannula to evaluate we are unable to confirm what may have caused the reported incident. However it is possible that the prongs became loose either as a result of repositioning the tube or over-tightening of the headstrap. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of.

Event description:
A hospital in (B)(6) reported that a patient using the (B)(4) optiflow nasal cannula experienced some desaturation and respiratory distress and it was found that the prongs had pulled away from the manifold, causing loss of flow to the patient. No further patient consequence was reported.